Event description:
The manufacturer received information that a trilogy evo loaner ventilator that was returned to the third-party service center for return evaluation. There was no patient involvement, and no harm or injury was reported. The device test failure failed evaluation, displaying several error codes related to the printed circuit board assembly system the trilogy evo printed circuit board assembly would require replacement to address the event code e-325 which indicates the v bus dropped below 8.000v. However, no repairs were completed because the device was scrapped.